Event description:
The following is based on medical records provided by the patient's attorney: (B)(6) 2005 - patient underwent laparoscopic repair of ventral hernia with implant of composix e/x mesh. (B)(6) 2011 - patient underwent open repair of recurrent ventral hernia. The composix e/x mesh was directly beneath the hernia defect, and no longer adherent to the anterior abdominal wall. The mesh was re-sutured to the abdominal wall. (B)(6) 2011 - office visit: incision healing nicely. It was noted that patient may have some yellow drainage. (B)(6) 2011 - office visit: patient has some resolving ecchymosis at hernia site. Incision is dry and clean.

Manufacturer narrative:
Based on the information provided, no definitive conclusions can be made. Patient underwent ventral hernia repair with implant of composix e/x mesh. Five years later he was experiencing abdominal pain. Patient underwent repair of recurrent hernia. Operative dictation states the mesh was found to be no longer adherent to abdominal wall. The mesh was resutured to the abdominal wall. The information provided indicates that the patient developed and was treated for recurrence, which is a known adverse event listed in the IFU. A manufacturing review was performed, and found no evidence of a manufacturing related cause for the alleged event. There is no indication of defective mesh. Additionally, it appears the composix e/x mesh remains implanted, therefore no product has been returned. If additional information is obtained, a follow-up MDR will be submitted.